Event description:
It was reported that the patient has been "feeling poorly". It was noted that right atrial (ra) lead exhibited suspected dislodgement, confirmed with x-ray. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.